Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 600. 3rd party assistance was required due to bg level. 3rd party administered a manual injection to address bg level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.